Event description:
A cartridge alarm was reported during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted in loading a new cartridge using the proper technique, successfully resuming insulin therapy, and resolving the issue.